Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer would not start up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the programmer boots to an error, the display/touch screen was out of specification. As a result the xy circuit board was replaced. It was also noted that the system fan was noisy. Product ID: 2067 radiofrequency head.